Event description:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patients, harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white dust-like contamination on the CPAP seal along with some small black hairs/fibers. During investigation the manufacturer observed a tiny piece of unknown black contamination, inconsistent with sound abatement foam, and a few tiny black hairs/fibers in the bottom of the blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and could not confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturers. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and could not confirm the complaint or address the symptoms specified.